Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead, exhibited an increase in pacing impedance measurements, from 555 ohms in may 2004 to 1281 ohms in august 2004. The pacing threshold has remained stable at 1.0 to 1.2 volts. The r-waves are large, therefore, sensing is appropriate. 11/22/2004: guidant received additional information that this defibrillation lead's impedance measurements have now increased to 2036 ohms. The pacing thresholds are measuring 1.4 v @ 0.7 ms. The r waves remain stable.